Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, there was noise on the ventricular channel and sensing difficulties reported. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected user facility health professional flag. Evaluation summary: (B)(4) preliminary analysis showed battery voltage of 3.0 v at nominal output. Functional testing revealed cross-chamber leakage and output leakage conditions. When the device was opened for further testing, the condition cleared. The cause of the condition could not be determined, as no short was observed or measured prior to the condition clearing.

Event description:
It was reported that during the implant procedure, there was noise on the ventricular channel and sensing difficulties reported. The device was not implanted. No patient complications have been reported as a result of this event.